Event description:
Asthma, heart chest pain, liver issues, kidney cancer, linger coughs, dizziness, headache, dyspnea, pneumonia, blood pressure, lead to disability. Kidney cancer with removal needed, liver cyst, cyst on the other kidney - to the left. (B)(6).